Manufacturer narrative:
Reported event: an event regarding fretting of a metal head was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional and material analysis were not performed as the device was not returned. Clinician review: not performed as no information was provided for review.  Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: it was reported that patient was revised due to metallosis and trunnions. The head was still engaged on the trunnion. The exact cause of the event could not be determined because insufficient information was provided. Additional information including return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised due to metallosis and trunnions. The head was still engaged on the trunnion. A 36 -5mm anatomic v40 head and 36e trident poly insert were revised to a 36mm anatomic universal taper femoral head with 36e elevated rim insert. A rep confirmed that no further information would be released by the hospital or surgeon.